Manufacturer narrative:
Based on the calibration data provided, a general reagent problem can be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 70.3 ng/l. The repeated result was 11.3 ng/l. The results were reported outside of the laboratory. The reagent lot number was 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The customer's qc results were ok. The alarm trace showed a large number of sample-related alarms, indicating a sample quality issue. The investigation found the sampling area on the instrument was dusty and had residue from dried sample material, indicating the instrument had not been sufficiently cleaned. The investigation did not identify a product problem. The cause of the event could not be determined.